Event description:
Report received from USA stating that the device was overheating and catching when spinning. The device was not being used in surgery. There was no user or pt injury. There was no additional information provided.

Manufacturer narrative:
The device has been received by dupuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent. (B)(4)..